Manufacturer narrative:
See attached summary memo of evaluation.

Event description:
Patient developed infection 2.8 years after implantation of the dental implant fx4014swc in tooth location #21. Implant was removed on (B)(6) 2015 due to infection. The condition of the patient is stable, but treatment is ongoing for another implantation.